Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that after having performed the annual preventive maintenance, the afgo valve leakage test failed. There was no patient connected to the anesthesia workstation at the time of the event. Manufacturer's reference#: (B)(4).

Event description:
Manufacturer's reference#: (B)(4).

Manufacturer narrative:
The replaced afgo valve has been returned for investigation. The reported leakage could not be reproduced during component and simulated use testing. The logs from the event confirm the reported issue. We have not been able to determine the true cause of the experienced event. During the annual preventive maintenance (pm), an extra test of the afgo valve is performed. No parts are replaced in the afgo valve during pm. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).